Manufacturer narrative:
After battery installation, the device displayed a critical pump error (open book image) on the lcd screen, problem isolated to electrical board. Unable to perform displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, and self tests due to the critical pump error.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a critical pump error. The blood glucose level at the time of the incident was not provided. They stated no issues leading to the critical pump error. Troubleshooting was provided but nothing was resolved. The insulin pump will return for analysis.